Manufacturer narrative:
(B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"Literature article entitled, ¿radiological features predictive of aseptic loosening in cemented charnley femoral stems¿ by I. R. Chambers, et al, published by the journal of bone and joint surgery (2001), vol. 83-b, no. 6, pp. 838-842. Was reviewed for MDR reportability. An independent radiological assessment was undertaken on charnley thrs with aseptic loosening within five years of surgery and on a control group from the tras database. The participants in the study were drawn from patients who had undergone a cemented charnley thr (1198 hips) in 1990. Of the 1198 hips, 22 were identified for the study because they had already been revised or were recommended for revision due to aseptic loosening of the stem. The radiographic studies identified osteolytic lesions in patients who had defective cement mantles or regions where there was a cement void. The manufacturer of the cement was not identified within the text of this article. There were 22 failures of the charnley femoral stem due to aseptic loosening and osteolytic lesions identified with serial radiographic studies on 50% of the patients. There were no further complications or revisions noted in this study."